Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's health care provider (hcp) reported that the patient was in the ICU and was believed to be having a hypotonic crisis. The hcp wasn't sure if it was related to the medication. Further stated that the patient came in two days prior to this report after being found at the bottom of the stairs. The hcp suspected the device stopped working and this precipitated the event that followed (being at bottom of stairs and most likely not taking medication). The hcp tried checking the implantable neurostimulator (ins) with the patient programmer (pp) and saw end of service (eos) code. The device was off/disabled and no longer providing therapy. The hcp was going to get in contact with the implant facility and neurologist. The company representative (rep) reported four days later that the patient was implanted in a different country and has been at eos for likely a long time. The patient was waiting for a neurologist appointment to see when they can have the replacement done.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.